Event description:
Customer reported via phone call that the insulin pump alarmed motor error during prime. Customer was advised to change the complete set and deliver a 5 unit via fill cannula and no motor error alarm occurred. Insulin is not cloudy or expired. Motor error alarm occurred one time in the last 30 days. Customer confirmed receiving a motor position encoder error alarm. Blood glucose value was 188 mg/dl. The insulin pump was not exposed to a magnetic field. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, and prime test. The pump was received stuck in the motor error loop during the bolus/basal delivery. Unable to verify any error alarms in the alarm history screen due to overwritten history files. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The pump had a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.